Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after a problem with right atrial (ra) pacing and ra pacing impedance measurements of greater than 2000 ohms. When the pocket was reopened, the competitive ra lead fell out of the device header while applying a small amount of traction. The ra setscrew was found to be in the up position. No adverse patient effects were reported as a result of this observation. The physician explanted this device and returned it for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an initial visual inspection of this device identified no anomalies. A review of device memory confirmed the out of range atrial impedance measurements. The ra setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew was confirmed to exhibit signs of cross-threading. The defibrillation, pacing and sensing functions of the device were verified per automated testing. This event will be updated if any additional information becomes available.